Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would intermittently not turn on. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
Product event summary: analysis found something sticky on the battery contact chips. The battery contact chips were then cleaned. The device then passed testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.